Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 48 mg/dl, 72 mg/dl, 74 mg/dl, 80 mg/dl, 63 mg/dl, 78 mg/dl, and 79 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 48 mg/dl, 72 mg/dl, 74 mg/dl, 80 mg/dl, 63 mg/dl, 78 mg/dl, and 79 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.